Event description:
It was reported that while at the user facility, the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. After follow-up, the account was unable to provide any additional information regarding the alleged event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that while at the user facility, the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. After follow-up, the account was unable to provide any additional information regarding the alleged event.

Manufacturer narrative:
During failure analysis, the reported event of the device displaying a bias current message was confirmed. A bias current message is displayed by the console due to either an open motor circuit or a short in the motor circuit that causes a voltage change which is sensed by the console. This will cause the console to turn off the drill. In the case that the user manually overrides the error, there is the potential for run on to occur. A motor issue is the probable cause for the bias current message.